Event description:
Medtronic received information that 44 months post implant of this transcatheter bioprosthetic valve, the valve was explanted. Echocardiogram (tee) showed tricuspid regurgitation, stenosis, with peak gradient of 40mm/hg and mean gradient of 20mm/hg. Upon explant, the valve was exposed and described as bi-leaflet with the regurgitation mostly at the center from lack of coaptation. The valve was replaced with a non medtronic pericardial valve was implanted with no patient complications.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the device had been cut lengthwise leaving one crown attached on the outflow. A section of the wall tissue appeared loose; detached from the stent possible due to explant. The outflow end of the valve appeared squeezed; partially expanded. All leaflets were slightly stiff but flexible. Small tears were observed on all leaflets. Damage possibly from explant made determining the condition of the leaflets difficult. One commissure appeared intact. The condition of the other two commissures could not be determined due to the receipt condition. Remnants of pannus remained attached to the outflow orifice. Two large pieces of pannus were received with the valve for analysis. One of the large pieces showed the pattern of the jagged edge as observed on the inflow or outflow orifices. Radiography showed no evidence of mineralization. Radiography showed a broken stent possibly associated with explant damage. Conclusion: reduced performance of the valve is likely attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).